Event description:
Information received indicates the casters on the stretcher will brake but would swivel with some added force.

Manufacturer narrative:
The technician replaced the foot and head brake casters to repair the stretcher.